Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the rv lead noted worn insulation and fractured conductor coils. The lead failed conductor resistance testing at the fracture sites, confirming both the anode and cathode conductor coils were compromised.

Manufacturer narrative:
The rv lead has been received and is currently being analyzed. When testing is complete, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this pacing system experienced a fall in (B)(6) 2009. The patient recently presented with a heart rate in the 30s. A system check revealed atrial noise as well as right ventricular (rv) high thresholds and rv non-capture. Both leads exhibited impedances greater than 2500 ohms due to conductor fracture near the subclavicle. In a revision procedure, the entire system was explanted and successfully replaced by a new system. No additional adverse patient effects were reported.